Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) and the lead component migrated up to their rib area. It was also noted that the patient had trouble getting it charged". The ins was replaced (switched out on (B)(6) 2015. The indications for use for the device were noted as spinal pain, chronic low back pain, degenerative disc disease, and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.